Event description:
Discordant troponin results were obtained on the advia centaur xp for one patient. The troponin result was reported to the physician, who questioned it and ordered repeat testing. The testing was repeated with lower results. There is no known report of adverse health consequences or patient intervention due to the discordant troponin results.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. The cause of the discordant troponin result was due to the malfunction of the wash manifold,which was repaired. The fse proactively performed a preventive maintenance and multiple parts were replaced. The siemens instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. The cause of the discordant troponin result was due to the malfunction of the wash manifold, which was repaired. The fse proactively performed a preventive maintenance and multiple parts were replaced. The siemens instrument is performing within specifications. No further evaluation of the device is required. Note:the original submission contained an incorrect system serial number ((B)(4)). The correct system serial number is (B)(4).

Event description:
Discordant troponin results were obtained on the advia centaur xp for one patient. The troponin result was reported to the physician, who questioned it and ordered repeat testing. The testing was repeated with lower results. There is no known report of adverse health consequences or patient intervention due to the discordant troponin results.